Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine (cre) results generated from five patient samples which were reported outside of the laboratory. No injury was reported.

Manufacturer narrative:
Patient 1 was a (B)(6) female, patient 2 was a (B)(6) male, patient 3 was a (B)(6) male, patient 4 was a (B)(6) female and patient 5 was a (B)(6) male. The system had the original creatinine (cre) module with the older style stirrer motor. A field service engineer (fse) went on-site and replaced the cre module. The part will be returned for investigation.